Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was exhibiting oversensing of noise on the left ventricular (lv) channel. Low amplitude measurements were also observed on the lv channel. The field was suspicious the battery of crt-p may be prematurely depleting as the longevity estimates had decreased between follow-ups. Review of device data by boston scientific technical services confirmed the battery is depleting normally based on its current programmed parameters. The crt-p remains in service and there were no adverse patient effects were reported.